Event description:
It is reported that the impactor tip broke upon impaction. There was no harm to the patient.

Manufacturer narrative:
Original notification date submitted as sep 9, 2016 however the actual notification date is sep 6, 2016.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records for the reported instrument was reviewed. No deviations or anomalies were noted in the manufacturing process. The reported device is used for treatment. The device has as potential field age of 3 years and 5 months. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
Original notification date submitted as (B)(6) 2016 however the actual notification date is (B)(6) 2016.